Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation procedure on (B)(6) 2016, a guide wire broke off in the patient's humerus and retrieval was not successful. There was a one minute surgical delay due to the reported event. It was reported that the procedure was successfully completed. This report is 1 of 1 for (B)(4).